Event description:
Rn reports one incident of a fiber leak in a ca-hp 210 dialyzer that occurred at the onset of treatment. It was the 17th reuse of the dialyzer. The leak was noted by an audible machine alarm and confirmed by a hemastix test strip. No significant blood loss was noted as the blood was returned to the pt. Treatment was discontinued and resumed with new disposables and completed without incident. Rn reported that there was no pt injury or medical intervention associated with this incident.